Event description:
The customer reported that the scope had been reprocessed in an endoscope reprocessor -oer 4 that had an expired water filter during reprocessing involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.